Manufacturer narrative:
Corrected block: d9. Updated blocks: h3 and h6. During laboratory evaluation, the product surveillance technician (pst) evaluated the air bubble detector (abd) using lab use only (luo) testing equipment. Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The reported issue was unable to be duplicated. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was continuously giving an air alarm even when there was no air in the line. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.